Event description:
Pt alleges receiving breast implants 21 yrs ago (i.e. 1975) of an unknown MFR. Pt also alleges having her implants replaced one time due to a rupture; however, no surgery date was provided. Pt states, "I go in once a yr to my dr for a procedure to release the scar tissue that builds up around the implants." Reference mw072401a.